Event description:
The patient reported his blood glucose reached 20.1 mmol/l (362 mg/dl) and that the cannula was bent. The pod was worn between 4 and 24 hours on the abdomen. There was also insulin leaking at the site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.